Event description:
Lack of primary stability; failure to integrate; failure to integrate; failure to integrate; failure to integrate; lack of primary stability; lack of primary stability. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).